Manufacturer narrative:
No samples have been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. No lot numbers were identified with this complaint; therefore, lot history reviews could not be conducted. A root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a scrub nurse and 3 technicians agree that the newest injectors tend to stick and are hard to push down. The events are indicated to have taken place since using he new devices. Additional information was requested.